Event description:
It was reported that the patient underwent a 12 level posterior spinal surgical procedure. It was reported that tip of the driver broke during insertion of the bone screw at l3. The tip was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of instrument tip have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.